Event description:
Ous MDR - the physician reported that the lead has been revised due to dislodgement on (B)(6) 2013. Due to a 2nd dislodgement, observed on (B)(6) 2013, the lead has been replaced. During replacement the physician detected that the screwing mechanism was no longer working.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed slight deformations of the conductor coil which resulted most likely from fixation of the lead in the suture sleeve. In the course of the further analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.